Manufacturer narrative:
H6: eval code method corrected from 4114 to 4117 on both ins and lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they were still having frequency issues at night. Their setting was on 5.4 volts on program two. General programming direction was reviewed, and with instruction, the patient switched to program three with an initial setting of 2.9 volts.

Event description:
Additional information was received. The patient reported they were still having issues with frequency, especially at night. They stated they had tried all the programs and it still didn't work. They changed from 2.8 on program 1 to 5.0 on program 2. The option of reprogramming at the healthcare provider's office was reviewed. The patient mentioned they were recovering from unrelated surgery, they stated this seemed to have worsened their symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stating the a continuation of the issues already reported. Patient stated she has been having some good days. Patient stated she 'starts the day off with a bang' , but yesterday she did not use the bathroom until 4pm (which she was pleased with). Patient stated she was still having issues at night going every 2 hours. Patient stated she is currently on program 4 at 3.5 and feels 'crimping vaginally'. Patient stated it is not constant, but asked what she should do. Patient decreased stimulation to 3.3 and 'immediately' the crimping stopped. Patient has an appointment with her new hcp tomorrow.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va1xg3s, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that, as actions/interventions taken, multiple reprogramming sessions were performed. It was noted that surgeries were performed by another surgeon. The hcp stated that they saw the patient as another opinion. X-rays showed ¿poor lead configuration¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated she is still going to the bathroom every hour on the hour. Patient stated she has been on new medication for four days and has not seen improvement. Patient increased stimulation on program 4 from 2.8v to 3.0v and to 2.3v. Patient stated she felt a pinching and twitching and sometimes wonders if the stimulator is making her symptoms worse. Patient wants to turn the stimulation off. Additionally, patient said there has been some talk about a revision surgery and said this would be the third time in surgery. Patient was advised to follow-up with healthcare provider. No further complications were reported.

Manufacturer narrative:
Product ID: 3889-28, lot# va1xg3s, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the lead is not working right. It was unclear since it was not placed by the physician. Reprogramming was not successful. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that, since implant, the patient had not had much luck and did not get good results. They did not have a trial prior to implant of the device. The patient stated that their healthcare professional (hcp) told them that ¿this was the way to go¿. It was noted that prior to implant, they used to get up at night 7-8 times and now they got up 5 times. The patient stated that they know the number is lower but they were still not happy. They still went to the bathroom often between 6 am and 10 then they are good the rest of the day. Using the programmer, the patient was on program 2 at 1.0 and the stimulation was on. They mentioned that they had been on program 1 at 0.4. The patient was going to meet with the manufacturer¿s representative next week and the arpn from the hcp's office. They were redirected to the hcp for the issue. Additional information was received on dec. 4, 2018 reported that the device was not working because the patient was still getting up every 2 hours at night. The patient clarified that the unit was working but it was not doing any good. Further information received on dec. 19, 2019 from the patient reported that they haven't had any success with their ins. Three weeks ago, patient said they "jacked up" the stimulation intensity. They further said they experienced too much/constant vaginal pulsation. They had access to their patient programmer (pp) at the time of the call and requested assistance with making the device work over the phone. During the call, they synched to their ins which showed stimulation was on; they were at 2.6v on program 4. They have the ability to change programs and/or adjust stimulation and wanted to try program 1 again so the program was changed and stimulation was set to 3.5v; they felt stimulation comfortably. Patient said they will leave stimulation at that setting to see if that helps with their symptoms. The patient was instructed to review any directions previously given to them by their healthcare provider (hcp). It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their hcp. It was also reviewed to complete a voiding diary to track progression/therapeutic response. Therapy expectations (50% reduction in symptoms) was also reviewed with the patient. It was lastly reviewed to follow up with the hcp if the problem does not resolve; they were redirected to their hcp to discuss changing programs. Follow up information received from the patient on mar. 11, 2019 reported that their implant worked for maybe a week as it was cutting down the voiding frequency some, but then they were back to 5-7 times a night. They worked with their healthcare provider (hcp) and technicians, but nothing worked. The patient said they "finally closed the unit down on (B)(6) 2018 amp3.5 end 2.1." Additional information was received from the patient on aug. 6, 2019 reported that they states did not think their ins was working at all and stated they did not have much luck with it. The patient stated they had not used the device in 9 or 10 months, maybe more. The patient stated they were going to the bathroom every hour on the hour and they could not fall back to sleep because of this. The patient stated when they laid down they could feel their bladder filling. While on the call the patient reported being on program 1 at 2.9. The patient stated that the stimulation was sometimes uncomfortable, stating it felt like a ¿vaginal gripping.¿ the patient stated that this had been happening since probably when they first started it, in (B)(6) 2018. The patient then synced programmer with ins and confirmed that the therapy was on. The patient decreased the amplitude and this eliminated the uncomfortable stimulation. The patient changed to program 2 and then increased stimulation to 5.0 and they could not feel stimulation. The patient then changed to program 3 and increased the stimulation to 3.9 and it was noted they felt comfortable stimulation in the bicycle seat area. Patient services suggested the patient keep a diary of their symptoms and their stimulation. It was advised to the patient that increasing amplitude may not always be needed if the diary indicated symptom control. The patient reported that this had been occurring since implant. The patient noted their manufacturer representative (rep) had been made aware of the issue in (B)(6) 2018. The patient reported they had an appointment with a new health care physician (hcp) on (B)(6) 2019. The patient reported being a ¿two time loser¿ with the manufacturer company, and that this was their second implant [the patient called back on (B)(6) 2019 and stated they were having the same issues. The patient reported they were still going to the bathroom every couple of hours. The patient stated they thought their bladder was small and they couldn't hold a lot of urine. The patient stated they took their time when going to the bathroom and that they had to go again when they stood up. The patient stated since their last call they had increased the stimulation on program 3 to 4.8. The patient stated they had increased to 5.0 but noted it was too high so they decreased the stimulation to a comfortable 4.8. The patient then stated they changed to program 4 and increased stimulation to 2.8 and noted they felt comfortable stimulation in the correct area. It was suggested to the patient again to keep a journal and to follow up with the health care physician (hcp) if their issue persisted. The patient also re-reported they had a vaginal ¿twitching¿ in the past and confirmed that this was the same sensation (gripping) that was initially reported in this file. Further information received from the patient on aug. 20, 2019 reported that, again, they were having the same problems and going to the bathroom every 2 hours at night. The patient indicated that they had days where they hard go at all but still had issues at night. They stated that ¿it is ridiculous and terrible¿ as they got to the bathroom at 7, 9, 11, and more throughout the night. The patient felt pressure and their bladder was filling up again when they go. The patient stated that 'its trickle trickle trickle' when they use the bathroom. The patient increased the stimulation on program 4 to 3.2 where it was confirmed to be comfortable and in the correct area. They were redirected to their healthcare professional (hcp) for the issue. The patient mentioned that they met with a technician in the past. There were no further complications reported or anticipated.